Manufacturer narrative:
Due to characterization limit event site name: (B)(6). As the balloon was not returned for evaluation, the exact cause of the issue could not be identified, however, a broken wire in the optical sensor wiring on the catheter side was suspected. Based on our investigation, the sensor failure may have occurred due to one or more probable causes, including an optical sensor kink, a break in the sensor, or a connector related issue.

Event description:
It was reported by the customer that immediately after insertion of a trp4046 catheter the optical sensor failed to output pressure, triggering an alarm indicating iab optical sensor malfunction.there was no patient harm and injury reported.